Event description:
It was reported by the sales representative fluid intrusion has occurred on the mattress. No marks, cuts, or tears were observed by the sales representative. No adverse consequences are reported.

Manufacturer narrative:
The user facility has disposed of the mattress.